Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. The device was returned for evaluation. The reported shaft detachment was confirmed. The reported difficulty to position could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the nc trek instructions for use states if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage/separation of the catheter. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a procedure to treat a lesion in the mildly tortuous left circumflex artery, a 2.5 x 8 nc trek rx dilatation catheter was advanced and resistance was felt inside of the guiding catheter. Some slight force was applied to the dilatation catheter and before reaching the coronary artery the shaft of the dilatation catheter separated into two pieces inside of the guiding catheter. The dilatation catheter and guiding catheter were withdrawn as a single unit from the patient anatomy. A non-abbott balloon catheter was used successfully to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.